Event description:
Initial information received by an office staff member from a physician's office on 10-sep-2009: a female received an unknown amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] once in 2009 for a reported indication of aesthetic for cheekbones. She received poly-l-lactic acid injections in her upper cheekbones on both sides of her face and reported that her eyes would not stop watering in addition to experiencing sinus problems. Medical history and concomitant medications were not provided. No further relevant information reported.